Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that a few hours post implant, this cardiac resynchronization therapy defibrillator exhibited noise and oversensing on the right ventricular channel. There was only the one episode recorded and all other measurements were normal. The noise could not be reproduced. No pacing inhibition greater than two seconds asystole was observed. A boston scientific technical consultant was contacted and discussed that the noise observed could have been due to air bubbles in trapped in the seal plugs of the device header. Once the seal plugs have settled, the noise will resolve. The patient will be monitored closely. One month later, the pacing system was evaluated. There were only two episodes of oversensing (the original two episodes), with no adverse patient effects. The cause of the observations was due to an air bubble in the header. The fact that there were no more episodes of oversensing confirms that this air bubble dissipated on its own. The patient was discharged and would be followed up as per regular hospital routine. No adverse patient effects reported.